Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had a lead dislodgement ten days post implant. The right ventricular (rv) lead was repositioned and remains in use. No patient complications have been reported as a result of this event.